Event description:
Surgeon implanting screw for left split anterior tibial tendon transfer and screw broke. Distal portion of screw retained in patient's bone. Proximal portion of screw above break was retrieved and saved by ors quality as well as the device box with implant numbers.